Event description:
The customer reported to vyaire medical that the ltv (lap top ventilator) 1200 had oxygen restriction issue. Furthermore, there was no patient harm reported associated with the reported event.

Manufacturer narrative:
A third party service technician evaluated the device. A 10k pm has been performed to resolve the issue. The exact root cause was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.